Manufacturer narrative:
There is a previous complaint #(B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4) had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the pressure sensor had failed causing an occlusion alarm during burn-in the replacing the pressure sensor successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 05/02/2024, znyo medical received a report that during the preventive maintenance (pm), the device was reported that the pressure sensor had an occlusion alarm during burn-in. No patient was involved.